Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by the manufacturer for evaluation. The subject device is currently undergoing investigation. The investigation results will be submitted in a supplemental report after completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: june 26, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to implant a lateral entry nail, while impacting the nail, the lip on the standard insertion handle broke off. The surgeon removed the nail and attached another insertion handle to complete the case. There was a ten (10) minute delay while the surgeon removed the nail and attached the backup insertion handle. The procedure was completed successfully and no adverse events were reported against the patient. Concomitant devices reported: nail (part unknown, lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (standard insertion handle, part number 03.010.045, lot number 1485666). The subject device was returned with the complaint condition stating that during a procedure, to implant a lateral entry nail, while impacting the nail, the tip on the standard insertion handle broke off. The surgeon removed the nail and attached another insertion handle to complete the case. There was a 10 minute delay while the surgeon removed the nail and attached the backup insertion handle. The procedure was completed successfully and no adverse events were reported against the patient. The complaint was able to be confirmed at customer quality as the insertion handle distal tang/ tip that aligns into the nail has broken off flush as its base and was not returned. Replication of the complaint is not applicable as the device was received broken. No definitive root cause was able to be determined however the failure mode is consistent with the application of excessive force/off-axis loading over the course of its 10+ year lifetime. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.